Manufacturer narrative:
The subject device will not be returned because it was disposed.

Event description:
It was reported that the balloon catheter (subject device) could not be deflated with a 1cc syringe at the target site, after inflation difficulties using a 60% contrast mixture. It was retrieved with the guiding catheter. There were no reported clinical consequences to the patient from this and the patient has recovered.